Event description:
Reporter alleged obtaining a blood glucose result of 48 mg/dl on the advantage system. Reporter was experiencing hypoglycemic symptoms at the time, and self treated with orange juice. Fifteen minutes afterwards, reporter stated his glucose measured 200 mg/dl and within another five minutes read 63 mg/dl. Reporter indicated retesting within another forty five minutes however no other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.